Event description:
The customer reported that the alarm has power, but there is no alarm tone when pressure is removed from the sensor pad. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that one battery spring was bent. The unit powered on and passed all functional tests. Note: posey instructions for use state: do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. MFR file # (B)(4).